Event description:
It was reported, the video system center displayed error e315 (incompatible scope), and error e302 (internal memory full). The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
It was reported that the olympus representative spoke with olympus technical assistance center (tac) for assistance on the steps to delete images from the buffer. The olympus representative confirmed that there was a second error e315 (unsupported scope error). They were informed that the videoscope cable was connected before and was just recently removed. They connected again and error re-appeared. Informed that this can happen intermittently and that the videoscope cable should always be removed and not left connected when using the 190 series scopes. The error was cleared, and the customer was able to test the scope and it was working fine and captured images. Confirmed operation of the scope and video system center was now normal and error messages are cleared. Tac provided the olympus representative with the steps to delete the images from the buffer and confirmed with that the videoscope cable should never be left plugged in when using 190 series scopes, only when using the 180 series to provide to the customer. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 (four) years since the subject device was manufactured. Given that the device was not made available to olympus, reproduction of the phenomenon was not confirmed therefore the root cause, neither the cause of the occurrence could be determined. Olympus will continue to monitor field performance for this device.